Manufacturer narrative:
Additional information: b3, e3: occupation, g2 (add source), h4, h6 (update codes), h11. B3: the events occurred during the week of january 15, 2026. H11: the actual devices were not available; however, one hundred fifty-six (156) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing of sixteen (16) random companion samples was performed and no leak from the administration port bonding area or eva bag were observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000ml exactamix eva (ethylene vinyl acetate) bag were leaking from the seal near the middle port. The leaks were observed during the final checking process in the pharmacy department prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.